Manufacturer narrative:
Upon completion of the investigation into this event, a follow-up report shall be submitted.

Event description:
During the procedure, it was noticed that the connector between the patient line from the chest drain and the patient chest tube was cracked and leaking blood. The chest drain unit, including the patient line, was replaced.